Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and a cause for the reported difficult to remove from the anatomy cannot be determined. The reported unspecified tissue injury (flailed chordae) appears to be related to procedural conditions associated with the clip being difficult to remove from the anatomy. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the mitraclip becoming stuck in the chordae, causing leaflet damage. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr). During positioning of the mitraclip xtw, a chord became caught on the clip above the grippers. Standard troubleshooting was able to release the clip from the chord however, posterior leaflet damage was observed. The clip then grasped the leaflets successfully, reducing mr to grade 1. No additional intervention was performed. There was no clinically significant delay. No additional information was provided.